Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2014. On (B)(6) 2014 the device failed the weekly auto self-test due to a low battery. At this point the pad-pak would have been installed for 53 months. On (B)(6) 2014 a new pad-pak was installed and the device continued to perform to specification until the (B)(6) 2015. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the (B)(6) 2015. The final date recorded in the history log as (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.